Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: creases, one curved opening and broken striated of plug strap and partial delamination of valve. Leak test and microscopic analysis was performed which identified: one sharp opening, broken striated of plug strap and partial delamination of valve. Fill inspection was performed and identified no blockage in the valve. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening assessed as unidentified (tear) opening, a broken striated of plug strap assessed as surgical damage and partial delamination of valve due to adhesive failure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation and exchange from textured implant to smooth implant due to the patient's concern for the product. The device has been explanted.